Event description:
It was reported a patient experienced and was hospitalized for 2 days for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was a touch contamination. Treatment was not reported. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.